Manufacturer narrative:
Any additional information received from the customer will be included in a follow-up report. At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet.

Event description:
The customer reported that the microblender unit does not deliver o2 to the patient even the adjustment knob is set on a higher o2 value. There was no patient harm associated with this reported event.